Event description:
It was reported to vyaire medical a high ppeek at 40 triggers a circuit occlusion alarm.

Manufacturer narrative:
Vyaire medical file indentification: (B)(4). H3: 81 other ¿the customer states the device will be shipped for evaluation, but currently, the suspect device has not been returned. Therefore, a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.